Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The product was not returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all preparation activities with no issues or nonconformities identified. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: UDI: (B)(4).

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: patient's age not provided/unknown. Weight: patient's weight not provided/unknown. Initial reporter: reporter's last name not provided/unknown. Device evaluated by MFR: device not returned.

Event description:
It was reported that there seemed to be an allergic reaction with a possibility of a rash on the tissue, resulting in the implant not reaching integration. The implant (bopt5485) was removed.